Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. During servicing to the gantry, the table top release was loosened by the field service engineer (fse) to allow the table top to be moved to the service position. After service, the mechanism was secured and the table top was tested to ensure that the catch was secured. After completing several pt, while moving a pt from the pt support to a cart the table top disengaged. The technologist alleged back pain as a result of the table movement. Philips field service engineer was notified and returned immediately to the customer site to check the mechanism. The bar was still tightened and in the vertical position; however, the table top was not locked to the mechanism. The fse loosened and reattached the release mechanism. (B)(4).

Event description:
Philips received information from a customer site that the table top became detached while unloading a pt. The technologist reported that while holding the head of a vented, ER pt, moving the pt (with assistance) from the table to the ER cart, the table became free floating. The technologist alleged back pain as a result of the table movement. The field service engineer was notified.